Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported that the patient had a problem the day of the report after getting programmed the day before. It was noted somehow between the time the patient left the healthcare provider office and got home, the device went to 0.0 voltage. It was also noted that the battery was fine and one of the stimulator was read by the healthcare provider and it was at zero. It was noted that the patient was requesting how to read voltage from patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).